Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump was not working. The battery was changed and the issue was not resolved. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: the black box showed the dates from (B)(6) 2013; no errors, alarms, and warnings related to the complaint were observed. No unexplained reboots were observed. The battery compartment and returned battery cap were intact; and the cap was able to fully tighten on to the pump with no power loss. The pump was exercised for 24 hours with no power loss or alarms. The pump cover was opened and no internal defect was found. Unrelated to the complaint, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.